Event description:
After receiving the product recall letter for the architect ca19-9xr, the customer indicated that around 150 samples were processed with lot 08849m500. The laboratory is sending a letter of instructions to all the clients who received a ca19-9 xr result processed with the lot in question, asking for a new sample in order to rerun the marker. The laboratory is working to perform the necessary reruns and then will provide more information regarding this call. Unnecessary and excessive treatment was indicated with no specific details regarding what was the treatment/ tests administered, how many patients were impacted with this treatment or what patients were impacted. No reports of impact to patient health.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Manufacturer narrative:
Additional information was received including specific patient data provided by the customer. One patient sample ((B)(6)) generated a result of 56.1 (unit of measure was not provided) using the defected lot. The patient was not redrawn for retesting using the non-recall lot. No impact to patient management was reported.